Event description:
During treatment, while returning the pt's blood, the nurse noticed blood coming from the tubing where the blood pump segment and tubing meet. Upon closer examination it was noticed that the tubing had separated from the blood pump segment below the heparin infusion site. The sample is available for evaluation.